Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A companion sample was returned for evaluation. Visual inspection was performed and the device was found to be within specifications. Dimension, gravity, and leak testing were performed with no issues noted. The reported condition could not be verified and the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that small air bubbles (approx. 1-2cm in size) were seen passing through the colleague infusion pump and accumulating in the tubing towards the patient in a clearlink vented blood administration set. It is unknown what medication was being infused. There were three medications being infused on three channels of the infusion pump. Premix kcl was running through channel a, cyclophosphamide through channel b, and mesna through channel c of the infusion pump. Customer states that patient experience discomfort and showed sign of shivering, cough, and breathlessness. Patient has already recovered. There is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review will be performed. A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.